Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Measurements throughout these tests were within normal limits. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing myopotential noise. Technical services advised some programming options. Later, it was reported that the patient received more inappropriate shocks due to oversensing of myopotential noise. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing myopotential noise. Technical services advised some programming options. Later, it was reported that the patient received more inappropriate shocks due to oversensing of myopotential noise. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.